Event description:
It was reported that the patient received inappropriate high voltage therapy due to noise on the high voltage lead. Lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. A partial lead was returned in two segments. External insulation abrasion was noted at 15.1-15.7cm from the connector pin, consistent with lead friction to the ICD can. The rv coil was exposed at this location. This is consistent with the observation from the field of noise.